Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire 12 lead ECG with a heartstart mrx, but were able to use pads. There is no indication of negative patient impact as pads were used in the event.